Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the stimulator ((B)(4)) found no anomaly. An impedance test was performed in 0.9% saline solution and good impedances were observed using an n'vision clinician programmer. A lab functional test determined there was good stable output on all electrode pairs. (B)(4).

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up  report will be sent when analysis is completed.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator. The rep indicated that during the implant procedure the implantable neurostimulator (ins) was connected and impedances were run but they were all at 400 ohms. A new ins was used. Impedances were run and were all within acceptable ranges. The issue was resolved at the time of the report and the patient was alive with no injury. The original ins was never implanted and the rep indicated that they would return it. (B)(4): product return, no new info.